Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) upon visual inspection, it was noted that the guidewire was stuck in the lead.

Event description:
It was reported that during the implant procedure the wire was stuck in the lumen of the lead and could not be used. The lead was not implanted. No patient complications have been reported as a result of this event.